Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon felt femoral component fit too tightly as it was difficult to fully insert. Surgeon stated that he felt that the tibial component had too little press fit, and it was too easy to fully insert.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: UDI - (B)(4). Medical product- femur cemented posterior stabilized (ps) standard right size 6 catalog# 42500606002 lot# 63425923,unknown articular surface . Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.